Event description:
While attempting to defibrillate a pt the device sparked while discharging with paddles. Complainant indicated that the pt was extremely dehydrated and emaciated and the clinician "had a very difficult time finding a flat area" on the pt." Complainant indicated that the pt subsequently expired.